Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the instrument is not working as intended, possibly due to wear and tear.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: damaged instrument. Event summary: it has been reported that the instrument is broken. Review of received data no medical data or case-relevant documents received for the investigation. Devices analysis visual examination: the repositioning has been returned for the investigation. It showes many scratches and deformations at the rim. Moreover, the threads are damaged. Root cause analysis root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance => not possible, as a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient => not possible, as a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - instrument breaks due to degradation of material due to cleaning and sterilization => possible, as the instruments might have experienced numerous cleaning and sterilization cycles. - instrument breaks, deforms, diverges impairing its function due to excessive deterioration of instrument during long term use => possible, as the instruments might have been used excessively. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. An abnormally high or wrong directed impaction force might have been applied - instrument breaks, deforms due to off-label/ abnormal-use => not possible, the returned instruments show no signs of an off-label use. - instrument cannot be used with the mating instrument or mating implant as intended (due to damaged and/ or seized instrument) due to failure of instrument assembly condition due to off-label/ abnormal-use, excessive deterioration => possible, as the damaged threads will lead to assembly issues. Conclusion summary based on the returned product the complaint could be confirmed. The visual examination confirmed that the repositioning top is deformed and the threads are damaged. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. However, in case of an abnormally high or wrong directed impaction force during joint repositioning the instrument may break. Moreover, as the instrument has been manufactured in 2009, it might have been used excessively. Additionally it might have experienced numerous cleaning and sterilization cycles. Based on the given information and the results of the investigation, we assume an excessive usage, potentially in combination with a too high or wrong directed impaction force as the potential root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4)..

Event description:
No change to previously reported event.